Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d knob broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the lg root brace rubber cracked, the electrical connector corroded, the insertion flexible tube (ift) crushed, the light guide cable crushed, the remote control buttons leak, the electrical connector leak, the remote control buttons cut, and the u/d knob loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.